Event description:
Customer states via email: I have a store that put out a rollator to a patient on (B)(6) 2012. The weld is broken where the rod meets the leg under the seat they have stated. Customer advised no injury report but customer is still using the product and not using the seat portion. Customer was unwilling to send the unit back or provide pictures. We have asked if they could identify the model or lot number. Dealer to contact us back.